Manufacturer narrative:
The engineering evaluation noted in the experience reported that the underlying cause of the prosthesis wear reported cannot be determined because the devices have not been revised and, therefore, have not been returned for evaluation. "Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces" is listed in the product labeling under device specific risks. Concomitant device(s): (cn: 180-11-58, sn: (B)(4)) nv crown cup clsr hl w/ha 58 group 3. (Cn: 164-01-14, sn: (B)(4)) element-stem, collarless w/ha, std offset, sz 14. (Cn: 142-36-93, sn: (B)(4)) cocr fem head 36mm -3.5 offset 12/14.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): (cn: 180-11-58, sn: (B)(4)) nv crown cup clsr hl w/ha 58 group 3; (cn: 164-01-14, sn: (B)(4)) element-stem, collarless w/ha, std offset, sz 14; (cn: 142-36-93, sn: (B)(4)) cocr fem head 36mm -3.5 offset 12/14.

Event description:
Premature wear of polyethylene.